Manufacturer narrative:
The device was received with blank display due to battery tube connector not plugged in properly. Unable to verify failed battery test alarm, battery out limit alarm due to the blank display. The device was received with minor scratched display window, cracked case at the display window corners, and cracked reservoir tube lip.

Event description:
The customer reported via phone call of their insulin pump displaying a blank screen. The customer's blood glucose level was unknown. Troubleshooting was conducted. The image returned after replacing battery, but failed battery test alarm was present. Troubleshooting was conducted and the device is being returned for analysis and replaced.